Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited a capture anomaly, a lead fracture was noted. The lead was not used and a new lead was placed successfully. No additional information was available.